Event description:
It was reported that during a da vinci-assisted surgical procedure, camera causes endoscope instrument to move mirror-inverted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope was placed through friction test using a screening aid that manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed.